Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle only partially retracted, causing a dirty needle stick injury to the staff member's leg when dropped. The following information was provided by the initial reporter: "nurse initiated IV access in patient, pushed button to retract the needle portion of product, would not retract. Multiple attempts to retract contaminated needle, but would not work. Dropped needle, poked staff member in leg."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle only partially retracted, causing a dirty needle stick injury to the staff member's leg when dropped. The following information was provided by the initial reporter: "nurse initiated IV access in patient, pushed button to retract the needle portion of product, would not retract. Multiple attempts to retract contaminated needle, but would not work. Dropped needle, poked staff member in leg."